Event description:
A report was received that the patient had a superficial infection at the pocket site. Symptoms were pain, redness and irritation over the pocket site. The patient was prescribed antibiotics. The physician did not believe that the infection was device or procedure related. Infection was cleared. The patient underwent an explant procedure.

Event description:
A report was received that the patient had a superficial infection at the pocket site. Symptoms were pain, redness and irritation over the pocket site. The patient was prescribed antibiotics. The physician did not believe that the infection was device or procedure related. Infection was cleared. The patient underwent an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm; model #: sc-2208-50, serial/lot #: (B)(4), description: st linear lead 50cm; model #: sc-3138-55 serial/lot #: (B)(4)description: scs phiii ext 55cm.